Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the downstream occlusion (dso) seal was damaged and the air sensor was falling out. Functional testing was able to duplicate the customer's problem. The cause of the problem was the ruptured dso seal and air detector falling out. The dso was replaced, and the air sensor was reattached to fix the issue.

Event description:
It was reported that the device had damaged air-in-line and pressure sensors. The event occurred during testing/ setup. There was no patient involvement.